Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: iatrogenic puncture.

Event description:
Healthcare professional reported "iatrogenic puncture" of a device. The device was not implanted and a replacement device was used.